Event description:
The customer reported that a cine drive is not available error message was displayed at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Connectors were reseated and a software upgrade is to be performed at a later date. The system was tested and found to be working as intended and put back into service.